Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call to technical services placed on 11/1 5/2013 stated that the patient was lost to follow-up since 2009. Measurements showed some high rv impedance numbers. The impedance usually trends in 500 ohms then jumps for one or few days to >2000 ohms. Shock impedance completely stable. No noise with rv amplitude and capture. No recent accidents or trauma to area. Discussed the possibility that there is something subtle happening with the conductor that may be positional. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).